Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax mesh (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2).

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax and perfix plug on (B)(6) 2007 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with indirect right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿there was moderate sized indirect sac. The sac was resected. A large perfix plug (device #1) was placed and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent direct right inguinal hernia thereby underwent laparoscopic repair with the explant of perfix plug (device #1) and implant of 3dmax mesh (device #2). Per operative notes, ¿the incarcerated direct hernia was dissected. A large 3dmax mesh (device #2) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This supplemental emdr represents the 3dmax (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.